Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform displacement test due to failed batt test. Unit had cracked battery tube threads and broken battery cap.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 293 mg/dl. Customer also stated that the whole cap was broke off and customer was unable to describe the possible damage to the drive support cap. The device will be returned for analysis.